Manufacturer narrative:
The device has been received for evaluation. The investigation is pending completion.

Event description:
Event occurred regarding a pulmduo IV primary tubing where it was reported that the tubing connection broke off in IV extension sit while trying to disconnect patient to move him to another bed, who had primary infusion of a normal saline at 75ml per hr by braun via peripheral line. No harm to the patient. New IV extension able to be replaced on IV without interruption to patient care.